Event description:
It was reported by service report that one of the cap bearings on the head section was broken, which could potentially result in the head section detaching from the cot. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Cap bearing.